Manufacturer narrative:
Zoll medical corporation has received the product, and wil be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male patient for cardiac arrest, after delivering the first successful shock, upon attempting to deliver a second shock, the device displayed a "defib pad short" message. Complainant indicated that the patient subsequently expired.